Event description:
It was reported by svc report that the fowler was not working both electronically or manually. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: release arm.